Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the needle and bits are worn and blunt. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves (3) devices. This report is for (1) 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.